Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal clonidine and dilaudid via an implantable pump for non-malignant pain. It was reported that the patient's pump stopped working yesterday and was beeping. The hcp stated that the patient was in severe pain and would be admitted today for pain control. The hcp was requesting to have the pump interrogated to confirm why it was not working. Technical services provided contact information for the national answering service (nas). Additional information received from a manufacturer representative (rep) indicated that the pump went into pump memory error on the 28th and defaulted to minimum rate. Technical services walked the rep on how to silence and update the alert and the rep disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they had never seen this prior. The rep interrogated the pump and there was no interaction with an hcp or magnetic resonance imaging (MRI). However, the patient's pump when interrogated had placed itself into programmed minimum rate. The cause of the patient's pump going into pump memory, defaulting to minimum rate and not working was not determined. The pump was placed under the guidance of the hcp back to the prior programmed rate. It was reported that it seemed to have resolved an no further complaints were noted.